Event description:
In this event it was reported that while using a promark endo motor, a patient experienced an electrical shock; no injury resulted.

Manufacturer narrative:
Though there was no report of injury, because device evaluation results are not available as of this MDR evaluation, this incident would be considered a malfunction which, if it were recur, could possibly result in permanent impairment of a body structure or function or result in an injury requiring medical intervention to preclude such. Therefore, this event is reportable in the us per 21 cfr 803. The device was evaluated and found to be within specification.